Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20/1.5 mm balloon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the distal lad coronary artery. The physician used a 7f terumo introducer sheath for vascular access and a bmw guidewire and a viking jl4 guide catheter to cross the lesion. The maverick2 monorail 20/1.5 mm balloon was being used to predilate the lesion for placement of an express2 2.5/20 mm stent. The maverick2 monorail 20/1.5 mm balloon to successfully complete the lesion predilatation. The express2 2.5/20 mm stent was deployed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.